Event description:
Reportedly, a 19mm valve was explanted after an implant duration of approximately 3 years, 3 months (39.43 months) due to aortic stenosis and regurgitation (asr). The customer reported that a 19mm magna valve was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2009. Maze procedure was performed during the same surgery. In 2010, radiation therapy was started to treat pulmonary cancer. In 2012, a malignant lymphoma was detected. The customer was planning on starting treatment, but had not started yet. On (B)(6) 2012, the valve was explanted and replaced with a 17mm bioprosthetic valve. In preoperative diagnosis, the leaflets were not mobile. Calcification was observed after explant.

Manufacturer narrative:
Method: device not yet received. Conclusion: device evaluation anticipated, but not yet begun. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Through follow up, the customer commented that this explant was expected, but the customer was not sure if it was device related. The customer requested us to investigate the causal connection between the radiation therapy and the calcification because the customer thought this explant was too soon. The customer also commented that he understood the radiation therapy would damage native heart tissue; however, he would like to know how the radiation therapy would affect the bioprosthetic valve with the tissue fixation. The patient was under treatment as of (B)(6) 2012. Device was received by our office in (B)(4), and decontaminated. En route to our lab in u.s. Evaluation is pending receipt of the device in our evaluation lab.

Manufacturer narrative:
Evaluation summary: claim of valve explanted due to aortic stenosis was confirmed. However, claim of regurgitation cannot be confirmed. The valve exhibited heavy calcification in the cusp area of leaflets 2 and 3, and minimal in the cusp area of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at both aspects and into the orifice at the greatest point by approximately 2 mm. Host tissue was minimal at the stent inflow and minimal to moderate at the stent outflow. The x-ray demonstrated calcification. Additional manufacturer narrative: conclusion: stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. This device was heavily calcified. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, no medication or medical history was provided for this patient; we are therefore unable to conclusively determine the root cause for early calcification of this device.